Manufacturer narrative:
Attempting to contact site to determine if explanted device can be returned for analysis.

Event description:
Battery flipping in pocket; patient was experiencing discomfort due to battery flipping. Dr (B)(6) took her to the or on (B)(6) and replaced her battery. He removed the capsule and made her pocket a little lower, he thought it was too close to the patient's ribs.